Event description:
According to the reporter: the instrument was opened and the surgeon noticed that insulation at end of the shaft was already damaged. The device was not used on the patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(6) 2010.